Event description:
Per the clinic, the patient experienced an extrusion of the internal device through the skin. The area of the extrusion was successfully closed with sutures and the patient was implanted with a new device in the contralateral ear during the same surgery on (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; the patient has not been reimplanted as of the date of this report. Correction: the correct date of explant surgery is (B)(6) 2011; not (B)(6) 2011 as previously reported.

Manufacturer narrative:
(B)(4).